Event description:
The proximal part of the stent catheter broke during the prep of the stent. The catheter was replaced with no harm to the patient. Manufacturer response for stent catheter, synergy xd 2.5/38 (per site reporter), clinical site notified mfg rep directly.